Manufacturer narrative:
(B)(4). Concomitant medical products: 00576401752, femoral component, 63424021; 00599804802, 3 degree fluted tibial component, 63354405; 00597206541, all poly patella, 62407087. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty that the surface did not seat properly, and another one had to be opened to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device determined signs of nicks and gouges on the inferior side of the part, however there was no significant damage on the superior side of the part. The dovetail feature was both compressed and flared out. The device history records were reviewed and identified no discrepancies relevant to the event. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it with the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. As the dovetail feature was observed to be compressed on one side, the root cause is attributed to be surgical error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.